Manufacturer narrative:
H.6. Investigation summary: one photo and forty 3ml syringes were received and evaluated. Thirty-seven were in fully sealed blister packs from batch 9259199 (p/n 309657) and three were loose. It was observed on all the syringes there was varying degrees of missing print ranging from two grad lines and a number to more than half the entire scale. The missing scale on all samples was rejectable per product specification. A device history review was conducted for lot number 9259199 all visual inspections were performed as per requirement with a quality notification issued for missing print. Potential root cause for the missing print defect is associated with the marking process. It is likely the pad roll swelled causing the print to not be applied properly. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. No corrective actions are necessary based on the defective rate identified. Batch 9259199 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend.

Event description:
It was reported that the scale markings were missing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. This occurred on 39 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "gradation marks missing on syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were missing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. This occurred on 39 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "gradation marks missing on syringe."